Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a laparoscopic colon procedure, after firing, the device had locked on tissue and the surgeon used another instrument to remove the device. During unloading of the reload, an abnormal noise occurred and it was difficult to remove. Another device was used to complete the case. There was no patient injury.